Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low sodium (na) results generated by unicel dxc 600i synchron access clinical system for 13 patients. For one of the patients, the instrument also generated an erroneously low chloride (cl) result. The results were reported out of the laboratory, and amended after rerun. The differences between the initial and repeat results were not big, but the lower results were below the customer's threshold for normal values. The patient information and results are shown in the attached file. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Sodium qc on the day of the event showed low recovery, although it was still within the established ranges. The customer changed the sodium (na) electrode prior to service arriving, and resolved the issue. Service evaluated the instrument and verified the instrument performance.